Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A critical ram parity error occurred in address 17 0d on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that a power on reset (por) occurred with the implantable cardioverter defibrillator (ICD). No action was required and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).